Event description:
It was reported to medtronic neurosurgery that a leak appeared when the silicone septum was pumped.

Manufacturer narrative:
The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture.